Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of peritonitis was reported to be from an unspecified bacterial infection. On an unknown date, the patient was hospitalized for the event. On an unknown date, the patient was treated with an anti-inflammation injection (further details not reported) for peritonitis. At the time of this report, the patient was considered recovered from the peritonitis event and dianeal therapy was ongoing. No additional information is available.